Event description:
Additional information was received from a healthcare provider (hcp), which indicated the patient's underlying disease included mixed cerebral palsy with a date of diagnosis of (B)(6) 2007. Other complications/past history included epilepsy and surgical history included gastric fistula construction surgery at two years old. The patient did not have an allergic history and no history of adverse drug reaction. Concomitant therapy included physical therapy. On (B)(6) 2015 the patient experienced bradycardia and the severity was "not serious". The investigational drug was not changed. The patient recovered on (B)(6) 2015 and it was noted the event was related to the investigational drug; however it was not related to the pump, catheter, procedure or programmer. Dosing information included intrathecal gabalon 0.05% with a daily dose of 50 mcg/day in simple continuous with a start date of (B)(6) 2015 and a stop date of (B)(6) 2015. On (B)(6) 2015 the dosing was changed to 57 mcg/day and therapy was continuing. A pump operability test and catheter x-ray study were not performed. It was noted on (B)(6) 2015 the patient's pulse was "38" and on (B)(6) 2015 was "45". When the dose was increased to 57 mcg/day after surgery, the patient's pulse dropped to below 40 temporarily while the patient was asleep. The dose was maintained and the doses of drugs taken orally reduced and the patient improved. Transient bradycardia occurred due to the effects of baclofen intrathecal. There was no effect on the patient. Daily dose was increased to 57 mcg/day after the operation. Then, the heart rate decreased temporary in a short time while the patient was sleeping. The dose was changed and was decreased with an internal medicine. The patient's condition improved gradually. The blood pressure was stable and there were no patient's complaints.

Event description:
It was reported, the patient had their pump implanted on (B)(6) 2015. They planned to gradually increase the dosage after the surgery. At "65 'g", the patient's pulse was reduce to "30" during sleep (bradycardia). There were no problems noted during the daytime, but because the bradycardia might intensify, the dosage was decreased. The dose was reduced to 57 'g and the patient's pulse was stable. The event was classified as 3/serious event; hospitalization or prolongation of hospitalization period for treatment of adverse event. The outcome of the event was listed as "remission". The pump was used to deliver gabalon.

Event description:
It was further reported that the adverse event outcome was reported as recovering. This was reported as unrelated to the catheter, pump, programmer, and procedure but related to the investigational drug. The attending physician had judged this as a severe case and the duration of the hospitalization had been extended. The patient originally had trends of a slow heart rate before surgery tended to be low. It was implied that the spasticity calmed down after surgery (assumed the lowered rate might have been due to the improved spastic symptoms after the operation), so it was considered good if the pulse rate decreased but since the patient's pulse decreased to the 30 range, it was considered an adverse event. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8781, serial# (B)(4); product type catheter. (B)(4).